Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer had experienced a low blood glucose level of 51 mg/dl to 52 mg/dl but was not alerted by the sensor. Troubleshooting was performed and it was found that the sensor settings were never set up. They declined troubleshooting for the low blood glucose. They did not mention any form of treatment. The device will not be returned for analysis.